Event description:
Free flow sigma IV pump sigma: ecn level 03805. Patient rec'd cardizem 250ml bag which was hung at 1120 - entire bag infused by 1350 setting on pump: > 12.5 mg / hour, > 170 volume limit, > 29.6 volume delivered. Pump immediately secured and taken to "bio - med" office and co. Contact.